Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought emergency room (ER) medical attention due to low blood glucose. The patient confirmed wearing the pod on the skin for approximately 24 to 36 hours at the time of the event. The patient reported symptoms of low blood glucose and nausea. A blood glucose value of 35 mg/dl was reported from the night prior to the ER visit. The diagnosis provided at the time of medical attention was low blood glucose and a possible viral infection. Treatment was provided for low blood glucose and nausea; however, specific medication names were not reported. The patient was discharged on the same day. The duration of the ER visit was not provided.